Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered serial digital interface (sdi) was not working due to a defective board, the keyboard was not working due to a defective circuit board, a flat cable was found to be corroded and one foot was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a keyboard issue on the evis exera ii video system center. Upon inspection and testing of the customer returned device, no image was displayed. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information provided by the customer. Olympus will continue to monitor the field performance of this device.